Manufacturer narrative:
Exact date unknown, event occurred a few weeks ago from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-70 , serial: (B)(4), batch: 5074007.

Event description:
It was reported that the patient developed an infection due to impaired wound healing causing the lead to erode. Antibiotics were prescribed. The patient underwent an explant procedure. Explanted devices were not returned. No further information has been obtained despite good faith efforts.